Event description:
Additional information was received that the death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The patient was on hospice care at the time of death.